Event description:
The customer contact reported that during set up prior to pt use, the device touchscreen does not respond. The device was returned to biomedical department from an unspecified pt unit with a note that stated, "IV setting cannot be set". There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device would not respond when pressed. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found the touchscreen did not respond when pressed. This was found to be due to fluid ingress. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.